Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. It is not known when the alleged inaccuracy occurred, but the patient obtained a blood glucose reading of "142 mg/dl" with the subject meter and "82 mg/dl" on a onetouch vita meter within 30 minutes of each other. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings and did not make any changes to this as a result of the alleged issue. The patient stated that they felt "hypo unspecified period of time before the alleged inaccurate reading was obtained, and then after getting the result of "142 mg/dl", the patient took some additional insulin (dosage unknown) based on this result. The patient stated that after taking this insulin they still felt "hypo". No specific symptoms were mentioned by the patient and it is not known what treatment, if any, they received after feeling "hypo". At the time of troubleshooting, the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient's products were replaced and requested for evaluation. There is no indication that the alleged product issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the issue remained unresolved at the time of troubleshooting.